Event description:
It was reported that urine leaked from the thermistor funnel along the lead wire on the next day of use. Per additional information received via email from the ibc on 13oct2020 there was no visible damage to the returned sample.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related issue. The catheter was inspected and no abnormalities were observed on the returned sample. The catheter was dissected and observed a pinhole on the temperature sensing catheter (tsc) lumen to drainage lumen which caused the urine leakage at the temperature sensing catheter (tsc) funnel of the catheter. A review of the manufacturing process indicates the process was capable of producing this type of defect. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 5) connect lead wire to monitor through extension cable. 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. 9) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 10) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 11) do not wet the lead wire and the junction with extension cable. 12) this device is compatible only with monitors requiring ysi 400-series type temperature probes. 13) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 14) do not wipe catheter surface with organic solvents such as alcohol. 15) do not aspirate urine through drainage funnel wall. 16) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the thermistor funnel along the lead wire on the next day of use. Per additional information via email from ibc on (B)(6) 2020, there was no visible damage to the returned sample.